Manufacturer narrative:
It was reported that during surgery on (B)(6) 2026 a "medium clip applier was used to apply a clip to a vessel and instead of applying a clip the device cut the vessel." Per the customer, "hemostasis was achieved with a bulldog clip and repair." The surgeon reported "the patient is doing well." It has been determined that the reported event caused or contributed to a serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that during surgery on (B)(6) 2026 a "medium clip applier was used to apply a clip to a vessel and instead of applying a clip the device cut the vessel." Per the customer, "hemostasis was achieved with a bulldog clip and repair." The surgeon reported "the patient is doing well."